Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were examined by their dentist who has recommended that they stop aligner treatment due to history of periodontal disease and 3 implants. Dentist also recommended that the patient to see an orthodontist if they want to still continue with ortho treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.